Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) reported a consumer who was implanted for bladder control since (B)(6) 2017 had had two seizures in the last couple of weeks. It was also noted there was no harm, injury to the consumer. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the consumer had not had seizures before, the device was switched on in (B)(6), and the seizure happened in (B)(6). The consumer noted that this may have been coincidental, but wanted to know if there were any links known and knows a search did not throw up anything, but remained concerned. The device is currently off and had been since around the time of her seizure. The consumer was due back in clinic in (B)(6). She is waiting to see a neurologist, and said had had her scans under her local hospital to investigation but all were clear, so she was waiting to see the neurologist to discuss things further.